Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the power switch had no alarms. Additional malfunctions include the compressor was noisy and had low output.